Event description:
It was reported that the surgeon attempted to insert a cc420404bf collamer single piece lens and the lens jammed in the cartride and tore. This was prior to insertion and there was no pt contact.

Manufacturer narrative:
Evaluation results: visual inspection of the returned product found a small tear in the lens optic. There was evidence of clear surgical residue. Conclusion -(no conclusion can be drawn): based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.